Manufacturer narrative:
Product type accessory product ID a820; serial# unknown. Product type: software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal baclofen (unknown) and fentanyl via an implantable pump for non-malignant pain. It was reported by the patient that 'I'm having problems with the bolus. The communicator keeps blinking and it won't connect with the handset. I can't get it to work. Sometimes it does, sometimes it doesn't. Last night it worked every time but the night before, I was up all night in such severe pain and I couldn't get the device to work.' Patient stated that they had been using the device since february of 2022 and 'I know how to use it.' Patient stated, 'when it gets to 91%, it stalls and I have a hard time finding the pump. We've got glitches here. This has happened a couple of nights now, where I'm not getting it to working, and I need boluses mostly in the afternoon and evenings when I'm having the most pain.' Agent assisted the patient in connecting to the pump, and patient confirmed they were able to deliver a bolus successfully. Agent had patient toggled off/back on bluetooth and location. Patient mentioned they were dealing with seasonal allergies. Patient also mentioned they charged the handset during the day when they were not us ing it. Patient stated 'sometimes it works, other times it glitches, and I'm in intense pain all night long, and that's when I need it the most. I think it's the communicator that's causing the problems because it just flashes, and normally it just does not work.' When agent inquired about event date, patient stated, 'I think this has been going on for probably the past month.' Patient agreed to monitor and call back for assistance as needed. Additional information was received from the patient stating 'it's still saying resync' and the communicator bluetooth light was blinking and not turning solid. Patient verified 'not found' was the screen they had been seeing. Agent assisted patient in connecting successfully and then again after closing/reopening myptm app and pressing 'switch communicator.' Patient stated they discussed with their healthcare provider before but would discuss with them at next refill appointment on thursday.